Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) lead and the right atrial (ra) lead apparently dislodged. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.